Manufacturer narrative:
The device was returned to (B)(4), where it was evaluated. It was found to be over infusing outside the amounts that (B)(4) considers non-reportable. A review of the pump history log was conducted however, several parts of the pump history were deleted.

Event description:
The initial reporter stated that the pump infusion ended before it should have. There was no indication that the device was in use by a patient, therefore there was no additional follow-up conducted by (B)(4) clinical. (B)(4).